Event description:
It was reported that during a total layer resection by laparotomy lecs under sedation, the distal end of ceramic chip of the single use electrosurgical knife fell off into the patient¿s abdomen. It was searched for extensively during the procedure but could not be found, and it was ultimately unable to be retrieved. This resulted in a greater than 30 minute prolongation in the procedure.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: electric discharge generation. However, the exact cause of electric discharge generation could not be identified. Therefore, the root cause of the reported event could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.

Manufacturer narrative:
Updates to d4, h4. This supplemental report is being submitted to provide the updated product information. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No new information received from customer.